Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found at home dead. The pt was found without the batteries connected. Pt had av oversewn. The pump was not explanted.

Manufacturer narrative:
The pt expired and the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.